Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -7.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Patient is doing well with perfect vault.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found no visible damage and residue on lens. (B)(4).